Event description:
Info received from our affiliate. A pt was wearing acuvue oasys contact lenses (cl) and developed an infectious ulcer. The account, french speaking, provided a limited amount of info to our affiliate. The pt had already begun wearing cl again. The date of the event is unk. The wear and replacement schedules are unk. The name of the disinfecting solution is unk. No add'l info is expected from the reporting eye care professional. A product eval was not performed because the suspect lenses were not available for eval. A device history review was not performed because a lot number for the suspect product was not provided. MDR reportable events are reviewed in quarterly management review meetings. No add'l info is expected. Will report any add'l info within 30 days of receipt.